Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of a high dose of cytarabine the tubing set was caught in a door and the patient pulled on it causing the tubing set to separate and leak the entire bag of cytarabine onto the floor and the nurses. Initially it was reported that the tubing set was thought to have had a cut or tear in it, but was later reported that it was caught in the door. The chemotherapy drug bag was wasted and the nursing staff that were exposed have to be monitored for one year due to the exposure. There was no report of patient harm or lasting harm caused to the nursing staff.